Event description:
Pt initially experienced vomiting in 2002 while vacationing with their pt. The pt developed fever, rash, swelling hands and feet, sore throat and diarrhea over the next 48 hrs. Two days later, when the pt was due to return home, the pt telephoned their parent they were too sick to travel. The mother realized that the pt has symptoms of tss and advised the father to seek emergency treatment. At the time the pt was seen in the ER of the hosp, the pt had hypotension, desquarnating erythematous rash, fever, and pharyngitis. The pt was admitted to the ICU with a diagnosis of tss. During a 2 day stay in picu, the pt's orthostatic bp ranged from 13/45, hr= 71 lying flat to 130/47, hr - 79 sitting. Respirations ranged from 30-32 with 96-99% saturation on room air.